Event description:
Bilateral knee swelling [joint swelling]. Allergic reaction [hypersensitivity]. Case description: spontaneous report was received on (B)(6)-2011 from a male patient, initials (B)(6), who experienced an allergic reaction after starting synvisc-one. The patient received on synvisc-one injection into his knee (date not provided). The patient reported that he experienced an "allergic reaction" (date not provided). The product lot number was not provided. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(6)-2010 from the patient. The patient reported that he is (B)(6). The patient updated his medical history to include osteoarthritis and previous synvisc treatment (date not provided). The patient reported that he received one injection of synvisc-one into each knee on (B)(6)-2010 and that he subsequently experienced bilateral knee swelling ((B)(6)-2010). The patient required treatment for his symptoms. He reported that he received one intra-articular cortisone injection into each knee on (B)(6)-2010 and that his knee swelling resolved. The product lot number was not provided. At the time of this report, the outcome of the patient was recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.